Manufacturer narrative:
The product remains implanted in the patient (post-mortem) and is thus not available for analysis. A review of the controller log files revealed the presence of multiple low flow alarms. While the cause that led to the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. Additional information: age at the time of event, patient sex, additional device information, device manufacturing date. No additional information will be forthcoming.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Eight months after heartware lvad implantation, the patient experienced cerebral bleed and expired. On admission to the hospital the device was operational; it was turned off after the patient was pronounced death. Investigation is ongoing.